Event description:
It was reported that the top jaw of the device came off during a laparoscopic cholecystectomy procedure. The jaw fell in the pt but was retrieved. The procedure was completed without pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.